Event description:
It was reported that at the last refill, the expected residual volume was 0 ml and the actual residual volume was 19.6 ml. Also in december the expected volume was 4.0 ml and the actual volume was 16.2 ml. There had only been three refills since implant. The volumes at refill in 2008 were normal. There were no alarms and no motor stall was noted upon interrogation. The programming was correct. Diagnostic studies and obtaining the logs were recommended. The pump contained compounded baclofen 250 mcg/ml. The outcome is unk. Further info is being requested from the hcp.